Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was moved down and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three months after the implant procedure.